Event description:
It was reported in a svc report that the brakes are not holding to hospital specifications. No adverse consequences were reported.

Manufacturer narrative:
Result: bent engagement tabs.